Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged.

Event description:
It was additionally reported that the patient had a system controller software upgrade. The backup controller system controller was upgraded and the controller was switched from primary to the backup. The patient tolerated the exchange well. The primary controller was upgraded.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via the submitted log file. A review of the submitted controller log file (c9251107) spanned approximately 20 days ((B)(6) 2017, (B)(6) 2020, and (B)(6) 2023 per time stamp). There was an unknown controller exchange observed on (B)(6) 2017 at 15:44:38. The controller does not get reconnected until 18may2020. No other notable alarms were active in the log file. The heartmate ii system controller, serial (B)(6), was not returned for analysis. Additional information provided by the ventricular assist device (vad) coordinator stated they are unsure of any additional information due to the event being 6 years prior. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all controller alarms. No further information was provided. The manufacturer is closing the file on this event.